Event description:
It was reported that the patient presented to the hospital after receiving a vibratory alarm for low, out of range pacing lead impedance. Subsequent testing of the device could not reproduce the low measurement. Chest x-rays did not reveal any anomalies. The patient notifier was reset. The system remains implanted and follow-up with the patients normal clinic will continue. Patient condition after the event was stable.